Manufacturer narrative:
Guidewire product in question was requested but not returned for analysis. Review of device history record for lot 82159715 found no deviations from the documented manufacturing process, as indicated in attached DHR review summary. (B)(4). Without return of product, there is no way to assess root cause for the event that led to this MDR. No further actions beyond continued trending warranted at this time. (B)(4).

Event description:
As reported by cardinal health complaint (B)(4): "the physician tried to advance an introducer through an aquatrack hydrophilic guidewire in the right femoral artery using the stiff edge, he could not advance. He decided to access the left femoral artery and do a crossover technique successfully when he realizes and foreign radiopaque body in the right femoral artery. The physician decided to snare the foreign body, using a goose neck snare 5 mm, withdrawing the polymeric coat of the aquatrack guidewire.". Additional details reported as: "during use on the right femoral access, an unknown sheath introducer could not advance over the aquatrack hydrophilic guidewire and one of the radiopaque markers dislodged in the patient. The physician decided to snare the foreign body, using a competitor's 5 mm snare, withdrawing the polymeric coat of the aquatrack guidewire. The physician tried to advance an introducer through an aquatrack hydrophilic guidewire in the right femoral artery using the stiff edge, which could not advance. The physician decided to access the left femoral artery and do a crossover technique successfully when the physician realizes and foreign radiopaque body in the right femoral artery."